Event description:
It was reported that the balloon was in the coronary artery and ruptured at a pressure below 6 atm. The balloon rupture caused a dissection to the artery which required treatment with a stent.